Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the screen stayed frozen at medtronic logo. Hard drive was reimaged and software reloaded/updated to resolve issue. Analysis also found the programmer had an error displayed on the screen after the hard drive was reimaged; the mpu (main processor unit) printed circuit board assembly was found out of electrical specification. The lower case was worn. It was noted the power cord was missing. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the screen stayed frozen for more than five minutes. The programmer was returned for repair. No patient complications have been reported as a result of this event.